Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio2 meter displayed an apply sample message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred in (B)(6) 2016. The patient manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that one month after the alleged issue occurred she developed symptoms of "tiredness and felt faint" however denied receiving any treatment. During troubleshooting the cca noted that the patient was using the correct test strips and the strips completely drew in sample however stated that the customer did not change their lancet every test. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan's criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The date meter issue started in incident description of initial 3500a report should read (B)(6) 2016.